Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2007-00008. Super poligrip powder and super poligrip cream is manufactured in dungarvan, ireland. The lot number is super poligrip powder was provided; however, neither product is available. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer and described the occurrence of nerve damage in a male pt who received poligrip (super poligrip denture adhesive powder) for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip cream. On an unk date, the pt started poligrip. The pt reported that he suffered neurological damages due to the use of super poligrip powder (it was noted that the pt also used super poligrip cream). A couple of months prior to the report, the pt experienced what he thought was a sore throat which lasted approx five weeks. The pain in his throat would not go away. Upon physical examination, the pt's physician found a cyst. According to the pt, the physician believed that the throat cust was caused by high levels of zinc found in the blood. The pt was hospitalized for cyst removal. The pt also experienced decreased b12, copper and magnesium levels (values were not provided). The pt reported that he had lost a total of 35 pounds due to pain he experienced when swallowing. He reported that he experienced being sick, toe numbness and feeling of needles in toes. The pt discontinued use with poligrip approx one month prior to report. At the time of reporting, the event of neurological damages had improved; all other events remained unresolved. The pt stated that two physicians considered the events were related to treatment with super poligrip products.